Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Proximal femur broke with a total hip in. Replaced the femoral head and put a trochanter plate on.